Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user saw social media comments suggesting they were going low overnight while using the ilet system and contacted support for clarification; the agent advised contacting a healthcare provider and arranged training, after which the user confirmed enrollment. Symptoms included hypoglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included customer interview and a review of device alerts and use, noting a hypoglycemia-related alert. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.